Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated overactive bladder, bladder leaking, feels prolapse is back, feels bulge from vagina, pelvic pressure/heaviness, urinary urgency, and mixed incontinence